Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.

Event description:
Patient developed numbness, tenderness, and tingling sensations in the right arm (biceps to the elbow) and burn-like marks (resolved) in both axillae. The physician injected steroids in the axillae (date unknown). The patient has type I diabetes and known to have problems with peripheral neuropathies.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection. (B)(4).

Event description:
Patient developed numbness, tenderness, and tingling sensations in the right arm (biceps to the elbow) and burn-like marks (resolved) in both axillae. The physician injected steroids in the axillae (date unknown). The patient has type I diabetes and known to have problems with peripheral neuropathies.